Event description:
During testing, a 'low o2 alarm' occurred. Calibrating the o2 sensor could not solve the issue. The issue was resolved by replacing the o2 sensor. No patient was involved in this case.